Event description:
It was reported that there were issues with certain kyphoplasty balloons, and that a sales representative who has extensive experience using these products stated that this is not a technique-related issue. The problem arises during the removal of the balloon from the working sheath. The balloon appears to remain partially inflated, which causes it to become trapped inside the sheath. This results in the balloon bending or even rupturing, posing a potential risk to the patient. This is the second occurrence within two weeks. Additionally, difficulties are reported from the very beginning of the procedure: the catheter insertion through the working sheath is exceptionally hard, requiring excessive force from the start. There is a potential risk for the patient. Since the balloon does not fully deflate, additional force is required to remove it, which may cause damage to surrounding tissues or structures during extraction.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation did not reveal that synflate vertebral balloon med (03.804.701s) had any functional issue. The evidence provided was not sufficient to confirm the reported event. Functionality issues cannot be evaluated through photo investigation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the synflate vertebral balloon med would not contribute to the complaint about the device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part # 03.804.701s lot # 82341375 manufacturing site: werk bettlach manufacturing date: 30.june.2025 expiration date: 01.june.2027 supplier: (B)(6) a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: b3. Recaptured codes on h6 (type of investigation). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.